Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-19211. It was reported that pt has persistent pain at the incision site. The sjm rep found low impedance on all contacts. Reprogramming provided effective stimulation in the legs, but not in the back. The next course of action is undetermined at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.